Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they did not realize that they had a large bladder and were not emptying completely. The patient noted they were feeling aggravating stimulation in the groin area. The patient refused assistance to turn the stimulation down and noted that they could tolerate it since they were showing improvement with "ur" symptoms. The patient stated that they would decrease stimulation on their own if it got too bothersome and noted that they would be seeing their healthcare professional (hcp) the day after report to consult regarding stimulation if necessary. It was indicated that it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were feeling a twinge sensation from the stimulation and noted that it was not uncomfortable. The patient stated that it felt better after lowering stimulation. The patient noted that they made their hcp aware of the feeling. It was indicated that at the time of the report, it was unknown if the issue was resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.